Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level. Blood glucose level was 23 mmol/l at the time of incident. Customer was treated with insulin pen for high blood glucose event. Customer was not using auto mode feature at the time of incident. Customer stated that the insulin pump was asking to enter blood glucose multiple time and receiving blood glucose processing. The insulin pump will not be returned for analysis.